Manufacturer narrative:
Additional information received d1, d3, d4: (catalogue #, UDI #), g4 (510k#) , h11. D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to a3a: sex: male (previously submitted as ni). Additional information: h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and main body of the minicap transfer set which resulted in a wet contamination. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: the device was received for evaluation with a minicap attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The transfer set was leak tested using the returned mini cap and no issues or leaks were observed. Clear passage testing was performed and no issues were observed. The patient adapter was tightened to an in lab titanium adapter within inches per lb specification and leak tested and no issues or leaks were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.